Event description:
It was reported that sensing noise and inappropriate automatic mode switch were observed on the right atrial (ra) lead. Lead damage due to abrasion with the device was suspected but was not confirmed visually. The patient was stable and will continue to be monitored. There were no adverse consequences.